Event description:
It was reported when using the pyxis medstation es system the station was on offline. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device went into offline and the user not able to login to the system. A field service engineer was canceled the work order since the issue resolved by the customer and did not provide how the issue was resolved. The device functioned as intended after the customer resolved the issue.